Event description:
It was reported that during a cholecystectomy the jaw did not open after firing. Could not release. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/11/2007. Information is unavailable; device was not returned for evaluation.